Manufacturer narrative:
Concomitant medical products: flexcath steerable sheath. Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. The overall baseline gender characteristics is male; the age of the patients was 63 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿esophageal thermal injury following cryoballoon ablation for atrial fibrillation.¿ jacc clin electrophysiol. 2020 mar;6(3):262-268. Doi: 10.1016/j.jacep.2019.10.014. Epub 2019 dec 18. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complication during an ablation procedure using a cryoballoon ablation catheter. There were 21 patients who experienced ¿mild or severe¿ esophageal thermal injury. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. All patients underwent an esophagogastroduodenoscopy (egd) test post-procedure. The status/location of the cryoballoon is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.